Manufacturer narrative:
Evaluation results: one pneupac ventilators ventipac was returned for investigation in an undamaged condition. The tamper seal was intact. The investigator powered on the device and the "high pressure alarm" was immediately triggered and failed to turn off. With the passage of time the problem was determined to be intermittent. The customer reported problem (failure of the high pressure alarm to turn off) was replicated during testing. The product problem occurred because of a vrv pressure switch that was faulty and out of specification. The problem source of the reported product problem was unknown. A root cause was not established. The investigator adjusted the vrv pressure switch setting to prevent the false indications. This measure resolved the issue.

Event description:
Information was received that a smiths medical pneupac ventilators parapac plus has a high pressure alarm that will not shut off.